Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate test high" was not reproduced. The device was tested for flow rate accuracy testing which resulted in 40.059ml(error percentage of 0.1475%) which is within specifications. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however, the case of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test high during preventative maintenance in the biomedical service department. There was no patient involvement. No additional information is available.